Event description:
A (B)(6) male patient's son contacted zoll customer support to report that the charger would not power on properly; nothing was showing on the screen. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (does not power on properly/nothing on screen) was confirmed. Upon evaluation, the charger/model would not program properly. The cause of the inability to power on properly with nothing on the screen is an intermittent bga connection at the pxa component (u104) on the c/a board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.